Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field relevant tests/laboratory data was updated with test results from customer.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable coaguchek inrange meter compared to an unknown laboratory method. The meter serial number was requested but was not provided. The result from the meter was 6.2 inr. Within minutes the result from a venous sample tested in the laboratory was 4.4 inr. The customer's therapeutic range is 3 - 4 inr. There was no allegation of an adverse event. The customer has not had a change in diet or medication. The customer has lupus / antiphospholipid antibodies. The customer's test strips have been requested for return. While under the supervision of a nurse, the customer was instructed to apply two separate drops of blood. The customer believed that for the second drop of blood that their finger was excessively squeezed. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.